Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: the staples that were not adequate to the surgeon; what was there appearance (b-formation, irregular)? Irregular. Was buttressing material used? If yes, what type? None was used. Also I have photos taken by the surgeon (B)(4). The analysis results showed that one ecr60g cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. The reported event could not be confirmed as no damage to the cartridge was noted during visual inspection. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Based on the photographic evidence the cause of the complication is unknown. The belief is that tissue thickness or tissue movement may have played a part in the outcome.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon reported that on the first and second firing with a sleeve the stapler made a crunching sound. He utilized a green load on the first firing and a blue load on the second firing. The formation of staples on the first and second firing did not seem adequate to the surgeon. The patient bmi was 37 at the time of surgery. Case completed with another device of the same product code. The affected area on the first two firings was over sewn with a vicryl suture. There were no patient consequences reported.